Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode for one ndc (00093342601) of lorazepam 1 mg tablets that were accidentally taught to lorazepam 0.5 mg tablets. A technical support specialist confirmed that the issue was resolved by the customer. The tss checked and was able to find 00093342601, and it was correctly associated with lorazepam 1 mg. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ cii safe ,there was a wrong scan and the barcode for one ndc (00093342601) of lorazepam 1 mg tablets had been accidentally assigned to lorazepam 0.5 mg tablets. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.